Event description:
On (B)(6) 2009, the patient reported that the piston rod of her infusion device was discolored. She stated that no errors had been displayed and the piston rod had not stopped during rewind or extension. On (B)(6) 2009, the patient reported condensation in the cartridge compartment of the infusion device, which she believed to be insulin because of the smell (previously reported). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.